Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is 00813024013297. Manufacturer's investigation conclusion: an issue with the outflow graft could not be confirmed through analysis of the submitted computerized tomography (CT) images. Additionally, the report of low flow alarms could not be conclusively confirmed through log file analysis. The submitted CT images showed the patient¿s outflow graft on (B)(6) 2020 and (B)(6) 2021. It appeared that the outflow graft was in the same position at both time points. Analysis of the submitted images could not conclusively confirm an issue with the outflow graft. The controller event log file contained data from (B)(6) 2021. The pump operated at a stable speed for the duration of the log file with routine power source exchanges and pulsatility index (pi) events captured. Of note, flow trended slightly upward in the controller event file and was stable in the controller periodic log file. There were no other notable events or alarms captured in this file. The device appeared to be functioning as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document states that following the de-airing process, the bend relief must be slid over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place, and warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient had an hm3 (heartmate 3) implant prior to the clip being available in 2018. A computed tomography (CT) scan was performed for non-cardiac reasons, and appeared to have some twisting of the outflow graft. A repeated CT after couple months later did not show worsening in appearance. There were low flow alarms. Patient was asymptomatic and at home doing well. The device was operating as expected. Patient was to be monitored clinically, with serial right heart catheterization (rhc), and if there was a decrease in support, an elective surgery was tol be performed.